Event description:
Complainant alleged that during a routine shift check by a clinician, the device main knob was missing. The device was unable to turn on without the use of a tool. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.